Event description:
Customer reported leaking from around the spike after it had been inserted into a blood bag. Customer stated the spike had been fully inserted into the bag when the leak occurred. There are no distinct event dates to report and there are no details for the frequency of occurrence. Customer stated that they recently changed blood bank suppliers and that this issue started occurring after they changed blood banks. There was no pt harm and no medical intervention. Customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). Customer stated that product will not be returned at this time because they did not understand that there might be a product problem to investigate and affected product was not saved. Customer will save any future product for evaluation. Unable to determine the root cause of the customer's reported leak.